Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information -- the device was returned and analyzed and no anomalies were found. Concomitant product: product ID: 3830, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that following implant of the implantable cardioverter defibrillator (ICD) there were high impedance alerts. Initially the impedance issues were believed to be a lead issue; however, it was determined that the high impedance readings were due to a device connection issue. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.